Manufacturer narrative:
Patient identifier = sid=(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect havab-g results which questioned by physician and does not correlate with patient history on multiple patients. The results provided were: sid (B)(6) = 1.46 s/co (> or = 1.00 s/co=reactive), sid (B)(6) = 1.25 s/co, sid (B)(6) = 1.27 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect havab-g reagent lot number 33003be00. The ticket search determined that there is normal complaint activity for the likely cause lot. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The tracking and trending report review determined that there are no adverse trends. Return testing was not completed as returns were not available. Historical performance of reagent lot 33003be00 was evaluated using worldwide data from abbottlink. The median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect havab-g reagent lot number 33003be00.